Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch basic enhanced meter had broken battery contacts. This complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow up when attempted by medical surveillance (ms). The patient did not specify when the meter issue occurred. The patient detailed that he manages his diabetes with oral medication, diet and exercise and it is unknown if he made any changes to his diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however stated that on (B)(6) 2015 he visited a doctor¿s office where he was treated with glucose tablets or gel. The patient also detailed that on (B)(6) 2015, he consumed less food or drink. During troubleshooting the cca noted that it was not the first time that the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient alleged receiving medical intervention for a hypoglycemic event from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.